Manufacturer narrative:
The complaint is justified and led to the field saftey notice fsn r-2015-01 in (B)(6). The following components have been already provided to the affected hospitals in the following countries that the surgery can be completed with a satisfactory result. (B)(6): endo-model® screwdriver for the self-locking fixation screw with 3.5 hex socket head (v02). (B)(6): endo-model® screwdriver for the self-locking fixation screw with 3.5 hex socket head (v02); endo-model® self-locking fixation screw with slotted head (v01). The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Self-locking fixation screw head was in hexagonal entrance. The instruments set doesn't have screw driver in this performance. We had troubles for fit and secure self-locking fixation screw.